Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an insulation abrasion at 48.0 cm and at 51.2 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device.

Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced.